Manufacturer narrative:
Product event summary:the catheter was returned and analyzed; the catheter failed the performance test due to system notice (B)(4). Dissection/pressure testing with the catheter revealed a guide wire lumen kink and breach at 1.37 inches proximal from the tip. The reported issue (system notice (B)(4)) has been confirmed through testing. The catheter failed the returned product inspection due to a guide wire lumen kink and breach. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial umbilical cable and connection box were replaced but the system notice recurred. The balloon catheter was replaced and the procedure was completed with cryo. The catheter subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.